Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was at the site. Patient replaced supplies as necessary and resume insulin therapy. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - revision (B)(4) of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4) the batch 6012842, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6012842 was manufactured according to the work instruction (wi) version 101 and packaging in the machine multivac 14 on 10-apr-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d00979 was manufactured according to the wi version 34 and manufactured in the machine ls06-ls07 on 06-apr-2025, with a total of (B)(4) units. The sub-assembly, welding of the lot 5d01345 was manufactured according to the wi version 34 and manufactured in the machine ls24-ls25 on 09-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d00976 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 06-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d00977 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 07-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d01332 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 08-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d01335 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 10-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d01333 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 08-apr-2025, with a total of (B)(4) units. The sub-assembly, gluing connector of the lot 5d01334 was manufactured according to the wi version 39 and manufactured in the machine gluing 3 on 09-apr-2025, with a total of (B)(4) units. Review of the DHR showed that a non-conformances (nc) was raised during the supply chain process due to lack of material. This nc is not related to claimed malfunction. Conclusion summary of complaint investigation: as a result of the following: one nonconformance (nc) was raised during the supply chain process, and found unrelated to the reported malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.